Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer's blood glucose would drop low and go high. He started getting sick on (B)(6) 2016 and was vomiting blood but did not want to go to the hospital. The paramedics were called. The caller stated that the customer had issues with nose bleeds, they had to burn his nose to prevent bleeding. He thought the blood was draining to his stomach. The customer was not eating prior to passing; just ice chips, cold water and could not keep food down. The customer was hospitalized on (B)(6) 2016. He had internal bleeding from his liver, esophagus, and stomach. He was vomiting blood and passing blood. The customer was being given blood. The cause of death is still unknown as the death certificate is not yet available. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was wearing a sensor at the time of death.